Event description:
As reported by the field clinical specialist (fcs), during a transfemoral valve in valve (vinv) tpvr procedure with a 23mm sapien 3 valve in a pre-existing 19mm surgical valve, in the pulmonic position prior to deployment of the sapien 3 valve. An injection in the main pulmonary artery (mpa) was done and determined paravalvular leak (pvl) was caused by the catheter pinning a leaflet open. It was later discovered that there was central pvl due to a poorly functioning leaflet, and it was decided to implant a second sapien 3 ultra valve inside of the first. The procedure was completed without issue.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on addition information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for deployed valve exhibits central regurgitation and improper leaflet coaptation were unable to be confirmed due unavailability of applicable imagery/medical record. An existing technical summary written by edwards lifesciences has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, following deployment of a 23mm sapien 3 valve in a pre-existing 19mm surgical valve in pulmonic position, 'the 23mm sapien 3 valve was then implanted, and an injection in the main pulmonary artery was performed. The injection revealed the catheter pinning a leaflet open causing pvl' and 'the fcs left the operating room to attend another procedure and received a call stating that there was central leak due to a poorly functioning leaflet. It was decided to perform a vinvinv with a second sapien 3 ultra valve in an attempt to mitigate the central leak through the first sapien 3 valve's leaflet as it was not functioning as intended.' In this case, a non-edwards injection catheter was positioned such that it impeded the thv leaflet's ability to open and close, resulting in improper coaptation and, thus, central regurgitation. This event is analogous to leaflet impingement due to guidewire, which is identified as one of the potential root causes of central regurgitation. As such available information suggests that procedural factors (leaflet impingement due to non-edwards catheter) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.